Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a shock impedance trend showing an increase from 100 to 128 ohms, which is high out of range. Technical services (ts) reviewed the device data and discussed that, over the last 28 days, the average shock impedance was greater than 90 ohms and below 150 ohms. It was advised to keep the shock polarity programmed to initial and keep the shocks set to maximum energy. It was recommended to continue routine follow-up of the device system. The crt-d system remains in service. No adverse patient effects were reported.